Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that carelink was not able to upload past 40%. Caller was able to resolve issue. Alarm history showed a failed battery alarm. Caller declined troubleshooting. Customer's blood glucose was not reported.